Event description:
New information states that the pulse generator was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic fo follow up in backup vvi mode. Due to battery status no further troubleshooting could be performed. No additional information is available.